Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient thought she had more spasticity. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp performed a catheter dye study and could not aspirate the catheter but could inject contrast dye. The patient was brought to the or (operating room) on (B)(6) 2021 which was a week after the dye study was performed. During the procedure, the hcp could not aspirate the catheter. The catheter was then replaced, and the new catheter was put at the same level (t9) as the old catheter, but the hcp was not able to aspirate the new catheter. He then put the new catheter higher at t7 and was able to aspirate the catheter. It was determined that the patient¿s spine was compressed at t9 and that was the reason the catheter was not working. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020 explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.